Event description:
It was reported that a patient's generator was unable to be interrogated. Extensive troubleshooting was performed, but did not resolve the issue. Patient's generator was easily palpated. It was reported that normal mode and magnet mode were felt. No electronic equipment was in the room. No error codes were observed. Programming data was provided and reviewed. Programming data was only seen from the date of implant. The generator passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
In the communication logs, several unsuccessful attempts were seen to have occurred. As the patient was still feeling stimulation, it was decided to not perform a generator reset. No additional relevant information has been received.

Manufacturer narrative:
B3. Date of event - correction - event date should have been captured as (B)(6) 2021 in supplemental #2 MDR.

Event description:
Patient had their generator explanted. The explanted generator is being returned for analysis and has not been received to date. No additional relevant information has been received.

Event description:
The device was received and analysis was completed.